Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. Only the suture was returned, the gun and plates were not returned. The suture is cut and frayed and a knot was formed near one cut end. A manufacturing investigation was started. Manufacturing investigation result for truespan 24 degree plga: it can be seen that there is an entanglement of the suture that created a knot. Without the full device it is difficult to perform a product evaluation that results in an accurate conclusion. Once the suture and implants are secured and in place with the silicone tube, the white stop tube is placed in the device. Section 9 of manufacturing procedure also includes visual images of the points where the associate must verify that the suture is correctly positioned inside the silicone tube to avoid any entanglement or knot. Based on the information presented under the complaint and this investigation, the potential defect did not cause the inability to use the product. The bounding is limited to reported batch because the received complaint and the risk assessment demonstrate that there is no other quality events related to this type of condition. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established since the full device was not returned. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : there was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscus repair surgical procedure, the truespan 24 degree plga device was being used when the surgeon took the device out of the patient's body after inserting the anchor, the end of the suture was folded back, and a knot was formed at the folded-back end. The surgeon cut the knot with a scalpel and used a cutter and the surgery was successfully completed. The anchor could be deployed without problems. The surgeon noted that the knot may be due to a defect in the product. There was 30 minutes surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.